Event description:
Olympus further received information that the intended procedure was therapeutic laparoscopic endometriosis removal. The procedure was completed with a similar device. The fallen fragment was removed with a maryland clamp. The procedure was delayed for approximately 10 minutes. The device was not tested before use. There were no additional interventions done. No other information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b2, b5 and h6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A device evaluation was performed by olympus, and the reported findings are as follows: the tissue pad in the grasping section was intensively worn away. The tissue pad that fell off and into the patient was not returned. The following non-reportable findings were also observed during the evaluation: the coating of the grasping section was partially peeled off. The coating of the probe was partially peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely that the reported issue was caused by the following mechanism: 1. Due to performing output while not grasping anything (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The tissue pad fell off due to stress (pulling load). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in "seal & cut" mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after the tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets stuck to tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ this supplemental report includes information added to h4. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device has been returned for evaluation but has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during an unknown procedure, the insulation (coating) of this ultrasonic surgical device fell off during coagulation. Possible consequences, as reported, were serious consequential damage in patient and the coating could have to be removed subsequently. Additional information has been requested. There were no reports of further patient or user harm associated with this event.